Manufacturer narrative:
The device evaluation confirmed the customer¿s reported issue, the insulation failed the leakage test due to a cut on the forceps elevator shrinkage tube,. Also, the light guide lens is dirty and broken. Additionally, the evaluation noted the following: the bending section cover adhesive is broken, the connecting tube and universal cord are corrugated, the scope (s) cover, scope grip, and suction cylinder have deformation. The connecting tube protector boot is broken, switch #3 is cut off. Due to the leakage, there is corrosion in the control unit, scope connector and electronic connector. The up/down angulations are out of specification due to a worn angle wire. The scope is also leaking from deformed forceps lever and a dented distal end cover. The screen is partially dark due to the scratched and cracked charged coupled device (ccd) lens. The investigation is still in progress; however, this report will be supplemented accordingly upon completion of the investigation.

Event description:
The field service engineer reported on behalf of the customer, that there is ¿leakage from the k-pipe (forceps elevator wire cover)¿ in the evis lucera duodeno-videoscope. The problem was found during preparation for use. The planned diagnostic procedure was completed using a similar device. The scope was returned and during the evaluation the following reportable malfunction was identified: inside of the light guide lens is dirty. No death or injury and no harm to patient or other has been reported.

Manufacturer narrative:
This supplemental report was submitted to provide correction to section h4 and to provide additional information based on the legal manufacturer¿s final investigation. The correct device manufacturer date is june 2, 2016. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven years since the subject device was manufactured. Based on the results of the investigation, it is likely that the following led to the malfunction: humidity invaded the light guide lens which led to corrosion by applied physical stress to the distal end such as hitting and dropping and /or light guide lens peeled off by chemical stress. However, the root cause of the event could not be conclusively determined. The event can be mitigated by following the instructions for use, ¿chapter 3 preparation and inspection¿, which describes how to detect for the suggested event. Olympus will continue to monitor field performance for this device.